Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead capture threshold and impedance appeared to be high through the pulse generator. When the leads were connected to the pacing system analyzer, values were normal. Leads were reconnected to the pulse generator, and once again threshold and impedance values appeared high. A connector anomaly was suspected. It was also noted that the device was in backup vvi. The pulse generator was explanted and replaced.